Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the two returned drill bits. Both drill bits show signs of use, including marking and scratching on the drill surfaces. Further inspection also shows that both drills have fractured. A dimensional analysis was completed, and both drills are conforming. The device history record was reviewed, and no discrepancies relevant to the reported event were found. The root cause has been identified as use error; the device is indicated for single use only, and it was confirmed to have been reused. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during the procedure, that two (2) drill bits fractured during use. A third drill bit was used to complete the procedure. There was no patient injury or delay in procedure as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - japan. H6 - suggested component code - mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, two (2) drill bits fractured. A third drill bit was utilized to complete the procedure. All fractured fragments were recovered. The surgical technique specified for this device was followed. The drill bits had been used multiple times. No patient injury or delay to the procedure was reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; d10; g1; g3; g6; h1; h2; h3; h4; h5; h8; h10. Correction to h8. D10: concomitant medical products, part (lot): 24-2050 (354507). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.